Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needle clogs and leaves welts on skin. Verbatim: from phone call on 2020-11-09 08:46:28: consumer called in response to email received for additional information. He stated that the needles clog during injection and leave welts on the skin at the injection site. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needle clogs and leaves welts on skin. Verbatim: from phone call on (B)(6) 2020 08:46:28: consumer called in response to email received for additional information. He stated that the needles clog during injection and leave welts on the skin at the injection site."